Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) due to surgeon not being able to take control after switching arms. The system was tested and verified as ready for use. Isi did receive the mtm involved with this complaint to perform failure analysis and the issue was confirmed in artemis; however, it could not be replicated during system testing. At initial startup on the system test, the mtm did not display system information. The unit firmware was upgraded to version p11_b818 and then downgraded back to p11_b803, after which the unit successfully initialized and was able to run testing. Visual inspection was completed, and no defects related to the reported issue were identified. Following software recovery, the reported field error did not reoccur and could not be replicated. All functional testing passed with no abnormal behavior observed. The root cause could not be definitively determined; however, the issues suspected to be software/firmware related. After reprogramming the ethernet switch motherboard (esmb) printed circuit assembly (pca), the mtm operated normally and passed all functional testing.

Event description:
It was reported that during a da vinci-assisted thoracic pulmonary wedge resection surgical procedure using a dual surgeon side console (ssc) setup, operating room staff had called near the end of a procedure to report that the intuitive motion on the second surgeon side cart (ssc2) was not functioning correctly. It was confirmed during the call that no system errors were present. It was further reported that the behavior had occurred on both manipulators of ssc2, more frequently on the left, while the customer was manipulating the second universal side manipulator (usm) arm. It was confirmed that the customer was able to continue the procedure using the system with a single console. No patient injury reported. Isi followed up with the initial reporter and obtained the following additional information: the issue did occur with the surgeon¿s head inside the surgeon side console (ssc). The procedure did start as a dual console system and end as a single console system. The non-intuitive motion was both including a loss of control of the instruments without an error message.